Event description:
The caller reported that the customer stated the balloon blew out in this tracheostomy tube. The box had been thrown out, so the lot number is not available, and the tracheostomy tube was discarded, so there is nothing to return for eval. No other info was provided regarding this incident.

Manufacturer narrative:
The tube was discarded and therefore not available for failure investigation. The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number.